Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient rarely turned on the ins because they got anxious when using it. Abandoned therapy was noted. The entire system was explanted and not replaced. Etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The outcome was reported as resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Please note, (B)(4) no longer applies to this report. No device analysis was performed; the device met risk-based analysis criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the patient's anxiety when using the ins was not determined. The patient's baseline weight was provided.